Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389-40 (lot: v004139); product type: 0200-lead; implant date (B)(6) 2006 product ID 748251 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation system experienced electrical pain shooting down the right arm and numbness in the right fingers. An impedance check and x-ray were conducted as part of the troubleshooting process. No interventions have been taken yet, and the issue remains unresolved. It was unknown if there were any complications resulting from the event. The manufacturer representative is expected to have further information